Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed in the dose calculation mode to deliver 100mcg of phenylephrine in 1ml instead of the intended concentration of 10mcg in 100ml. In addition, the pump was programmed to deliver a dose of 405mcg/kg/min instead of the intended dose of 4.5mcg/kg/min. At 0015 in 12/2003, the nurse noted the bag was empty and the patient experienced "blood pressure in the 120's" and "heart rate drop". The patient was treated with unspecified bolus doses of phenylephrine until the patient was stable. There were no reported adverse patient sequelae. Though requested, no additional information was provided.